Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the tie wraps for the pe valve were leaking. Additional malfunctions include the cabinet filter was missing, and the inlet filter was missing.